Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the mid and lower abdomen area sometime in (B)(6) 2021 using the cooladvantage system applicators, who may have developed paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, d1, d4, g1, h6.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the mid section of the abdomen area using an unknown applicator, and was diagnosed with paradoxical adipose hyperplasia.